Event description:
The device was received and evaluated by the manufacturer¿s product investigation lab (pil). The 15mm heated tube returned in an opened shipping packaging and could observe a damaged coil wire (plastic on wire looking as if it was melted). The plastic tubing was not damaged. Pil could determine the rest of the tubing was damage and defect free and still in a normal design orientation as intended. Pil confirmed the complaint of ¿broken/pierced/exposed heating wires¿ and could not determine the cause for the complaint. Pil could conclude that based on the cause determination for the complaint, no further corrective action is required for this complaint. No further investigation is needed. The 15mm heated tube has been scrapped per the requirements set forth in work instruction 8.4-1131 revision 10 and disposed of accordingly. No further investigation will be performed.